Event description:
A malfunction on the pump was reported by the caller, who mentioned malfunction code 199 in tandem source. There was no adverse impact to the customer's blood glucose level. Cts assisted the caller with resetting the pump, provided information on resetting procedures, and informed the caller to continue using the pump while advising them to reach out again if the issue recurred. The caller acknowledged and understood the instructions provided.